Manufacturer narrative:
Additional mdrs associated with this event:MDR# part description3025141-2012-00065 anterior clavicle locking plate3025141-2013-00071 locking/non-locking cortical/cancellous screw3025141-2013-00072 locking/non-locking cortical/cancellous screw3025141-2013-00073 locking/non-locking cortical/cancellous screw3025141-2013-00074 locking/non-locking cortical/cancellous screw3025141-2013-00075 locking/non-locking cortical/cancellous screw3025141-2013-00076 locking/non-locking cortical/cancellous screw3025141-2013-00099 locking/non-locking cortical/cancellous screw. Device not returned to manufacturer.

Event description:
An anterior locking clavicle plate broke inside patient and required a revision surgery to remove the broken plate and screws.